Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test at 0.08720 inches.

Event description:
The customer¿s son reported via phone call that the customer was hospitalized on (B)(6) 2018. Customer¿s blood glucose was 1100 mg/dl at the time of hospitalization. Customer treated with insulin drip for high blood glucose. The product will return for the analysis.